Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that the pe inlay ar-9121-02 of the universal glenoid got worn off, resulting in metal on metal contact between eclipse humeral head and the baseplate of the universal glenoid. This resulted in metallose and related problems requiring a revision surgery with a conversion to a reverse prostehsis. During the revision surgery the eclipse humeral components and the remaining parts of the inlay were removed and proper seating of the universal glenoid baseplate was confirmed. Then a glenosphere was inserted onto the baseplate and the univers revers humeral components were implanted. No further information was provided.